Event description:
It was reported by a company representative that a vns patient has high lead impedance and is getting a full revision. The generator is being replaced prophylactically. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Event description:
It was later reported from the patient&#39;s mother that the patient experienced gastrointestinal (gi) issues while the device was implanted. Per the report, the gi issues arose when the battery began to deplete. No other relevant information has been received to date.

Event description:
The lead and generator were replaced. The explanted devices have not been received by the manufacturer to-date.